Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for 2 patient samples tested on a cobas 6000 c501 (ul) v. The reporter complained of ongoing issues with the glucose assay. The initial result was not reported outside of the laboratory. The reporter questioned the results which prompted a rerun of the samples. The repeat samples were deemed correct. Sample 1 had an initial result of 23 mg/dl. The repeat result was 100 mg/dl. Sample 2 had an initial result of 46 mg/dl. The repeat result was 195 mg/dl. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The calibration trace was requested but not provided. The data from the case indicated that the last calibration was performed on (B)(6) 2022 and there were no alarms on the calibration. The qc data were requested but not provided. The customer verbally indicated that the qc recovery was acceptable at the time of the event. The serum sample was collected on (B)(6) 2022 and was placed on a 13 mm serum separator tube (sst). Rack/disk adapters were used. The sample was centrifuged for 3 minutes at 5000 rpm. The investigation determined that the centrifugation time may be too short and the speed may be too high as per the tube manufacturer¿s recommendations. A visual check of the sample did not indicate any issues. The alarm trace did not indicate an issue. The field service engineer (fse) inspected the instrument and concluded that the issue was caused by a component failure of the reagent probe. The tip of the probe had reagent cap material jammed inside. He then replaced the reagent probe. The customer performed calibration and qc with results meeting specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.